Manufacturer narrative:
There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, diaphragmatic paralysis was observed and the energy delivery was stopped. The remaining area of the rspv was ablated using an af catheter. The patient was monitored and the movement of the diaphragm showed improvement on the next day.